Event description:
The customer reported leaking of the IV set. Heparin was infusing for less than 24 hours and when the patient's unfractionated heparin values were not responding to three heparin increases including bolus doses, it was noted the heparin infusion was leaking from the port closest to the patient. No further patient/event information was reported.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.